Manufacturer narrative:
One 72203704 healicoil regenesorb 4.74mm suture anchor product used for treatment and was returned for evaluation. The complaint stated: ¿the anchor broke when inserting first thread while the bone was already tapped.¿ factors that may affect device performance include: device ability, surgical ability, procedure location, tissue, bone and patient condition. All device components were returned. The anchor was fractured and several thread segments were absent. The inserter forks were slightly flared. This product is technique driven and compliance with instructions for use is essential for optimum success. Instructions for use recommends use of a 4.75 threaded dilator for prep of normal bone. Use of a tap was reported and bone was listed as soft. Per instructions for use: ¿inadequate bone quality could result in loss of fixation or pullout of the suture anchor. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause related to the manufacturing of this product was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the rotator cuff repair the anchor broke when inserting first thread while the bone was already tapped. There was anchor material retained in the joint space. No significant delay and a back up was used to complete the procedure. Furthermore, an additional bone hole was made to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.